Event description:
Internal generator diagnostic data was reviewed. As there were multiple faulted diagnostic tests, the output current not delivered message that was seen was likely related to a false current not delivered message due to the faulted diagnostic tests. The message could also be due to the magnet being present as there were magnet mode diagnostics run on the patient's device, however since it was reported that the diagnostics near the end of the visit showed to be normal, and the magnet mode diagnostic was the last diagnostic run, it appears that the current not delivered message appeared prior to the magnet being present and thus related to faulted diagnostic readings. This is caused by communication errors which resulted in a shortened time period between the start of the diagnostic burst and the command to retrieve peak delivered output current. No additional relevant information received to date.

Event description:
Information was received that the device was checked and showed ok impedance. Data was also sent and showed that the the current delivered is not consistent with the report of the current not delivered message, as the peak output current delivered is consistent with the programmed normal output current. Based on the data reviewed, no conclusion can be drawn as to the cause of the low output current message seen, as the peak current delivered was the programmed normal output current.

Manufacturer narrative:
B5. Describe event or problem, b6. Relevant tests/laboratory data, including dates; corrected data: additional data available for review and inadvertently not included in initial MDR submission.

Event description:
It was reported by a neurologist that when interrogating a patient's device after changing their settings, who has a sentiva generator, they received an error message, but the patient could still feel stimulation. The error message indicated that current was not being delivered. The neurologist checked the patient's device with a different programming system and all settings were as programmed and there were no issues, no error message was seen. No additional relevant information has been received to date.